Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir unable to lock. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated battery compartment had crack. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube threads and cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.